Event description:
It was reported to medtronic minimed that the customer¿s insulin pump received pump error alarm 55-the flash crc is incorrect for factory-stored information. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed. It was unknown whether customer was able to clear the alarm or not. Instructed the customer to revert to backup plan as per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm and a cracked retainer ring. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test and displacement accuracy test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the battery tube and force sensor flex connector. Successfully utilized thump to download history files and detail traces. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 55 fatal alarm confirmed in the history files on 05/16/2025 18:15:03.000 due to a software error (file number: 38/39; line number: 442/672). The sc1 cap and reservoir locked properly into reservoir compartment during testing, however, a cracked retainer ring was noted during inspection. The following were noted during visual inspection: corroded battery tube, reservoir tube cracked, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and cracked retainer. Critical pump error (open book image) alarm confirmed due to pump error 55. Pump error 55 alarm confirmed due to a software error. Cracked retainer ring damage was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.